Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). In order to further investigate this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was manufactured july 24, 2012 to july 25, 2012. Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. During visual inspection of the returned device a circular crack was observed on the burgundy coiled cap. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a circular crack found on the coiled cap of a small volume folfusor device during evaluation of a returned sample (separate report). There was no patient involvement, and therefore no patient injury, medical intervention, or adverse event. No additional information was provided.